Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, immediate implantation, bone resorption, peri-implantitis, infection, pain, swelling, inflammation, mobility. Patient has psychological disorder.